Manufacturer narrative:
Patient demographics such as age, date of birth, sex, weight, ethnicity and race were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse observed precision valve motion errors and rake motion errors in conjunction with the event. The fse removed reaction vessels (rvs) from below the rake, cleaned the precision and wash valves, rebuilt the wash pump and precision pump and reseated the input/output (I/o) printed circuit board. Fse then performed system check, high sensitivity system check, tsh and bnp calibrations and an access accutni+3 precision run and obtained acceptable results. Fse observed no further issues. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) result is a hardware malfunction.

Event description:
On (B)(6) 2019, the customer reported that on (B)(6) 2019, non-reproducible troponin I (access accutni+3) results had been generated on the customer's access 2 immunoassay system (part number 81600n and serial number (B)(4)) for one patient sample. The customer did not indicate whether the results were released from the lab. Testing all performed on july 12 2019; results were as follows: (B)(6). The customer did not provide reference ranges. There was no report of change to patient care or treatment which occurred in connection with this event. A minor preventative maintenance procedure was performed with a passing system check prior to the event. The customer reported a failing tsh calibration prior to the event. It was also noted that the hcg and tsh assays contained quality control flags prior to the event. Quality control information for the access accutni+3 assay was not provided. The customer did not provide sample centrifugation speed or time but stated sample looked normal. Patient came in with chest pain.